Manufacturer narrative:
Result: siderail weldment assembly.

Event description:
It was reported by service report that the left siderail will not lock into place. No adverse consequences have been reported.